Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (B)(4) displayed a mid09 (air trap assembly) error message. The reporter stated that another console was used to complete the patient's treatment. No known impact or patient consequence was reported.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and confirmed the report of a mid09 (air trap assembly) error message. Review of the event log confirmed the occurrence of a mid09 error message. The reported event was reproduced during functional testing of the console, the root cause is due to a defective suk airtrap. After replacement of this part, the pump raceway was cleaned and the mid09 error message was resolved. As part of routine service, the console was examined and found no other issue. The console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).